Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was pulled apart due to overstress. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the left ventricular lead had a micro dislodgement. During the lead revision procedure, there was a visible insulation break. The lead was explanted and replaced. No patient complications have been reported as a result of this event.